Manufacturer narrative:
(B)(4). Date of event unknown. Operator of device unknown. Evaluation summary: the reported sample was returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. The visual inspection and functional test identified the reported condition as a large leak spraying water from a location on the front face of the bag with no perforation or breach extending to the back side of the bag. Magnified inspection of the leak location identified a puncture on the front face of the bag and a witness mark directly in line with the leak on the rear face of the bag, indicating the damage occurred while the bag was empty. A review of the bag manufacturing process did not identify a point in the process that could have resulted in the puncture. The cause of the condition is unknown but the damage likely occurred during raw material handling, prior to bag manufacturing, or finished good handling at the customer location. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the upper right edge of the bag. The leak was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.